Event description:
International distributor contacted dexcom technical support on (B)(6) 2013 to report that upon removal of sensor on (B)(6) 2013, patient reported the wire was not visible on the underside of the sensor pod. The sensor had been inserted on the same day. Patient experienced no discomfort and required no medical intervention. At the time of her contact with the international distributor, patient reported being in fine condition. Dexcom attempted to acquire additional information related to the event, to no avail. Additional information will be provided should a more complete version of the complaint become available to dexcom.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.